Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the up/down buttons on the pump does not always work. No adverse event reported. Requested return of the alleged pump for evaluation.